Manufacturer narrative:
Concomitant devices were unknown. A patient called for medical information and reported an adverse event. This (B) (6) male had a cypher stent placed in left anterior descending for "blockage". Approximately two months later, the patient experienced ¿burning sensation in his chest¿ and was diagnosed with ¿blockage in the stent¿ by cardiac catheterization. At this time, the patient underwent CABG surgery and the event resolved. The patient was discharged approximately 5 days after hospitalization. Past medical history that may have increased this patient¿s risk form mace includes coronary artery disease, hypertension and high cholesterol. Multiple attempts were made to retrieve more information about the event without success. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are risk factors present in the medical history that may have contributed to the progression of this patient¿s pre-existing cardiovascular disease.

Event description:
Approximately two months after the index procedure, the patient experienced restenosis of the cypher stent. The target lesion was located in the left anterior descending coronary artery. The patient reported a burning sensation in his chest. He was subsequently diagnosed with restenosis via cardiac catheterization. The patient underwent bypass surgery and the event resolved. The patient was discharged approximately 5 days after hospitalization. Three years after implantation, an angiogram revealed blockage in the carotid artery. No treatment was performed and the event remains ongoing.